Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty with an inflatable penile prosthesis (ipp) implant not inflating completely. Upon explant, a hole was identified in the right cylinder of the device. The patient underwent a surgical procedure to have the ipp explanted and a new ipp implanted. No patient complications were reported.